Event description:
It was reported that after approximately 12 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and the arterial tracing had disappeared. Troubleshooting had revealed that a flush line was connected but clotted. The customer was able to use a radial line as an alternative for the arterial tracing. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 12 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and the arterial tracing had disappeared. Troubleshooting had revealed that a flush line was connected but clotted. The customer was able to use a radial line as an alternative for the arterial tracing. There was no patient harm or adverse event reported.